Manufacturer narrative:
(B)(4). Neither product nor applicable imaging studies were available. Hence, no conclusion can be drawn.

Event description:
It was reported that on an unknown date, disc started to kick out more than half way 5 months post op. The patient underwent anterior cervical discectomy fusion (acdf) at c6-7 level to replace disc. Patient complications were reported unknown. No injury was reported to patient post revision surgery.

Manufacturer narrative:
Image review: single lateral post-op image from c6-7 artificial disc replacment shows anterior migration of the implant.ap views, initial, post-op or intraop fluoroscopic views would be helpful to assess sizing and initial positioning. Root cause: indeterminate.